Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of obtaining a false positive cefoxitin screen when testing a staphylococcus aureus strain with the vitek® 2 ast-gp67 test kit. The oxacillin mic obtained was <=0.25, but it was changed from susceptible to resistant due to the false positive cefoxitin screen result. The isolate was pbp2a negative. The customer tested the isolate with microscan, and it was cefoxitin screen negative. The strain has not been submitted for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-gp67 card, lot #1320606113, met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of false positive cefoxitin screen when testing a staphylococcus aureus strain with the vitek® 2 ast-gp67 test kit. The (B)(6) mic obtained was (B)(6), but it was changed from (B)(6) to resistant due to the false positive cefoxitin screen result. The isolate was pbp2a negative. The customer tested the isolate with microscan, and it was cefoxitin screen negative. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.